Event description:
It was reported to boston scientific corporation that after 12 months of the spaceit implant, the hydrogel was still present. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device was not returned for analysis; therefore, the complaint event could not be confirmed since it did not include a returned device or media review to identify any issue that could confirm the reported allegation. A device history record (DHR) review was conducted and no deviations that could have contributed to the reported event were found. A labeling review confirmed the instructions for use (IFU) includes appropriate instructions for use. A risk review was completed and confirmed that the event of "gel lasts too long" was defined in the risk documentation. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Based on the information provided, the investigation conclusion code has been assigned to cause not established. Block h6: device code a04is being used to capture the reportable event of gel lasts too long block h11: this product was not commercially released for distribution. As a result, no unique identifier (UDI) # exists for this product.

Manufacturer narrative:
Block h6: device code a04is being used to capture the reportable event of gel lasts too long. Block h11: this product was not commercially released for distribution. As a result, no unique identifier (UDI) # exists for this product.

Event description:
It was reported to boston scientific corporation that after 12 months of the spaceit implant, the hydrogel was still present. No patient complications were reported as a result of this event.